Event description:
The device was used during a sigmoid colostomy procedure. Reportedly, the instrument did not fire. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.